Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements and had reached high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that the patient did not pace, and shock impedance measurements were normal. The plan was to bring the patient in to turn off daily measurements and increase the alert values to 3,000 ohms. This lead remains in service. No adverse patient effects were reported.